Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response with the #0, #1 and #2 keys, which was experienced during evaluation. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an inoperable keypad, which was clarified during baxter's evaluation as an intermittent keypad response. Any patient involvement, injury or medical intervention is unknown.